Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode followed by a hyperglycemic episode due to overcorrection. The user managed both events independently. There was no further information provided upon follow up. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.